Event description:
Allegedly revised due to mechanical failure of the lengthening mechanical system. Left tibia osteosarcoma.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00624, 00625. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 048596008. Device history record reviewed. Evidence that product in specification when used.